Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient death could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2018. The cause of death was unknown, and it was unknown if the device contributed to the outcome. No additional information was reported. No autopsy was performed; the device was not explanted. The device will not be returned for evaluation. No alarms were reported in association with the event. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to natural causes. An autopsy was not performed and the device was not explanted.